Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "the right side seems to be heading in the same direction" as the left. Patient reported." One implant ruptured and the other is hard and has scar tissue. Rupture happened a year and a half ago. The one that is hard and has scar tissue is deshaping. Both are changing formation. Has capsules¿. Device remains implanted. This record is for the right side.